Manufacturer narrative:
The customer contact indicated the device was discarded. The catalog number provided is the domestic list number that is comparable to the international list number in the "other" field.

Event description:
The customer contact reported the float valve in the soluset did not close when the soluset emptied. The soluset was being used to deliver an unspecified medication. After an unspecified length of time in use, the float valve in the soluset did not close when the soluset emptied. It was reported that no air was delivered to the patient. The tubing set was replaced and therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.